Event description:
The customer would like the run data file investigated to determine the possible cause for the elevated wbc content in the platelet product. The patient identifier, age and sex are unavailable at this time. The disposable set is unavailable for evaluation. This report is being filed due to alleged malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). The run date file was reviewed. The signals indicate that the elevated wbc content in the platelet product was likely the result of a continuous escape of wbcs from the lrs chamber late in the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that donor-related variables may have contributed to this leukoreduction failure. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.